Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system biometric identifier authentication failed. A technical support specialist (tss) had obtained pharmacist approval to remote in, reinstalled the biometric identifier driver per knowledge article (bioid lumidigm update package 1.3 release for es failure recovery fix), validated functionality with pharmacist confirming successful authentication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station experienced a bio-ID failure. Users were unable to log in using fingerprint authentication, and although some users could temporarily access the system, they were automatically logged out during use. There were no delay and adverse events or injuries reported based on this event.